Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the customer experienced high blood glucose readings of over 600 to 700 mg/dl for a week. Customer treated manually and the ketones were checked. Mother stated that the doctor told her that the insulin pump was not working. Mother declined troubleshooting for the high blood glucose readings. Device is being returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.